Event description:
It was reported that the patient has increased seizures. Physician states that the device is most likely "not working correctly", however, eri = no. Physician feels patient should have surgery as the device is old and the patient is having increased seizure activity. Patient had surgical consult and revision surgery is likely.

Manufacturer narrative:
Device failure is suspected.